Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred at injection port with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: a CT-patient that got IV infusion with contrast through a automatic pump via pvk. No higher pressure than recommended on the pump. The port was closed, but it started bleeding from the port. They tried several times, but still bleeding from the port.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/8/2020. H.6. Investigation: one representative sample and one used cannula hub was received by our quality team for evaluation. The used cannula hub attached with luer stopcock were returned for investigation. As the luer stopcock does not belong to bd tuas, no further investigation was done on the stopcock. The actual sample was subjected to visual inspection and catheter adapter leak testing. A damaged (ruptured) valve was observed through the injection port of the returned sample. The representative sample was subjected to visual inspection, valve injection test and catheter adapter leak testing and no leakage or damaged valve was observed. The incident could be verified based on the actual sample. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed. There is an online, 100% inspection on leakage of valve after the valve insertion station and a damaged valve that can cause leakage would be rejected. There is no possibility of contact with the valve after the valve insertion station; therefore, the reported defect could have happened out of the manufacturing plant. As the damage portion of the valve is only at the port opening area, the probable root cause of the damaged valve could be due to pressure built up during use and eventually it would have burst at the injection port opening area. The built-up pressure could be due to the catheter being occluded during use. Example of how that could happen includes the patients arm being is a bent position obstructing the catheter fluid path. However, as it is unclear how the product has been used, the root cause cannot be determined. A trend for the ruptured valve has been observed for this product line. A project, CAPA#1379444, has been started to further determine the reason for the ruptured valve in the venflon pro safety so that a fix can be made to further prevent this issue.

Event description:
It was reported that during use leakage occurred at injection port with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: a CT-patient that got IV infusion with contrast through a automatic pump via pvk. No higher pressure than recommended on the pump. The port was closed, but it started bleeding from the port. They tried several times, but still bleeding from the port.